Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose value was unknown. Customer states chips in the casing of insulin pump near reservoir compartment. Customer states insulin pump had random no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube thread noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unite and passed.(B)(4).